Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was laying flat to charge. The patient underwent a revision procedure wherein stitches added to the battery to keep it more flat. No device malfunction was suspected. The patient was doing well postoperatively.